Event description:
Customer reported a compromised force sensor system. The customer's blood glucose was unk. The customer stated her insulin pump was not dropped or bumped prior to the alarm occurring. She stated the alarm had been occurring for the past 6 months. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).